Event description:
No additional information was provided.

Manufacturer narrative:
One sample of a 10ml eurographics luer-lok syringe was received by bd. A quality engineer was able to review the sample from batch #2069915 regarding item #300912. The syringe was received in a sealed package containing all applicable product information on the top web. There were no defects found with the syringe. The condition observed is acceptable per product specification. The reported defect was not identified in the sample received. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 2069915 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
It was reported while using bd plastipak¿ syringes the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the syringe broke off at the cone (where the line is screwed) and got stuck in the line. The antibiotic could not be flushed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.